Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found an insulation abrasion at 52.1 cm. An electrical short was noted between the coils.

Event description:
It was reported that the atrial lead was fractured and exhibited oversensing. The lead was explanted and replaced.